Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The pump was received with cracked case at display window corners, reservoir tube window corners and battery tube threads. The pump was received with minor scratched lcd window and moisture damage at lcd resilient cover. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 350 mg/dl. The customer stated that the pump was alarming at 4am and he was not able to clear the alarm. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.